Event description:
It was reported that a patient underwent a right total knee replacement on (B)(6) 2011 and suture was used. Forty eight hours after surgery, the patient developed cellulitis and pain from the top of the incision to the center of the knee and towards the inner leg. Levaquin 250mg for 7 days was given. The pain continued for the next four weeks in the area from the kneecap to the upper leg. Then, the patient's knee incision became angry red, with sutures spitting out and hard lumps until the patient could barely walk. The surgeon removed the sutures and much exudate poured from wounds. The patient began levaquin 500 mg/day and moist compresses. The patient still has sutures spitting out from other parts of the incision. The sutures are not being absorbed. The patient still has burning and a sensation that something is "crawling" inside the incision.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.